Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Seven devices were evaluated in the field and no defects were found. One device could not be located for evaluation. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, where it was reported the cot had dropped. Five events had no patient involvement; 3 events it was not known if there was patient involvement.